Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of increased pacing thresholds or impedances and detailed analysis did not reveal any abnormalities. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited high pacing thresholds and high impedances since implant. A revision procedure was performed to reposition the rv lead. During the revision, helix extension/retraction difficulty was encountered and this rv lead was explanted and replaced. The physician suspected that the lead may have not been correctly placed at implant. No additional adverse patient effects were reported.